Manufacturer narrative:
H6: 4581: significant reduction of irido-corneal angles and shallowing of the ac. H6: 4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: significant reduction of irido-corneal angles and shallowing of the ac, and secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of irido-corneal angles, and shallowing of the ac. The lens was later exchanged for a shorter length lens and the problem was resolved. Cause of the event is unknown.